Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states no audible alarm. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-19.

Event description:
According to the reporter, the enteral feeding pump had no audible alarm.